Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a vasovagal syncopal episode after using the bathroom. The patient stated they felt like they were going to pass out, then slumped forward. Bedside staff noted that no pulse was present and cardiopulmonary resuscitation was started. An echocardiogram was performed and showed a wide complex tachycardia. The patient was then responsive with a palpable pulse. The leadless implantable pulse generator (ipg) remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.